Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. 3mensio was reviewed and shows calcification and tortuosity in the access vessels. Vessels appear sufficiently sized for use of the 16f esheath+ (minimum luminal diameter greater than or equal 6.0mm). A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint difficulty introducing sheath' was confirmed empirically as it was reported, "during the procedure, resistance was encountered during insertion of the esheath". Available information suggests patient factors (calcification, tortuosity) potentially contributed to the event as both factors were present in the access vessel per imaging evaluation and it was reported, "the resistance came at the mid iliofemoral artery where there was circumferential calcium". Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The complaint sheath distal tip split was confirmed as it was reported, "upon removal, distal tip split was noted". Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) potentially contributed to the event. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Also, during sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage, if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. During the procedure, resistance was encountered during insertion of the esheath. The resistance occurred at the mid iliofemoral artery in an area of circumferential calcification. The esheath was not torque during the procedure, and there were no difficulties with withdrawal. Upon removal, distal tip split was noted. The valve was successfully implanted, and no patient injury was reported.

Manufacturer narrative:
The investigation is ongoing.